Event description:
The customer reported via phone call that their insulin pump alarmed no delivery when insulin was low. The customer also reported experiencing high blood glucose. The customer reported their blood glucose reaching 600 mg/dl last (B)(6). Customer was able to treat their blood glucose with a shot. It was also reported the customer resolved the no delivery alarm with a complete set change. Customer has been receiving no delivery alarms since (B)(6) and that was also when their high blood glucose began. The customer's current blood glucose was 114 mg/dl. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. The customer did not call back to perform a high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.